Event description:
It was reported that the patient received inappropriate shocks for supraventricular tachycardia. It was further reported that there was undersensing, oversensing, and diminished p waves in the right atrial lead and that reprogramming of the lead was done, which resulted in far field r waves and false atrial tachycardia episodes. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: c154dwk, bi-ventricular implantable cardioverter defibrillator (ICD), (B)(6) 2008; 6947, implantable tachy lead, (B)(6) 2008; 4194, implantable pacing lead, (B)(6) 2008; 4592, implantable pacing lead, (B)(6) 2008. (B)(4).